Event description:
New information notes that on (B)(6) 2018 a new competitor lv lead was implanted. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead was reported to have pulled back six days post implant. No further information available.